Event description:
It was reported that patient was revised due to pain and component loosening.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving a series 7000 standard tibia was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. A clinical review on all available undated post op x-rays did not indicate any loosening of the tibial insert but identified moderate malalignment across the knee joint as well as between tibial component and tibial intramedullary axis. A device history review confirmed all devices accepted into finished goods conformed to specification. No other similar events for the reported lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause.

Event description:
It was reported that patient was revised due to pain and component loosening.